Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise resulting with pacing inhibition. The noise had occurred since (B)(6) 2015 however the physician had decided to monitor the patient and was not reported. A fluoroscopy was performed, it was noted that the lead appeared to be dented under the suture, the suture around the suture sleeve may have been too tight. The lead was capped and replaced successfully.